Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, abdominal pain, fever, and poor appetite. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with ceftazidime injection (1gm, intraperitoneal) and tazobactum injection (intravenous) for peritonitis. Five days after the event onset, the pd catheter was removed, pd therapy was discontinued, and the patient was transferred to hemodialysis (twice a week). At the time of this report, the patient has recovered from the events. No additional information is available.